Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 20 mg/ml morphine (unknown) at 6 mg/day. It was reported that they were feeling the pump flipping in the pocket. There were no known environmental/external/patient factors that may have led or contributed to the issue. There was no known troubleshooting performed. A pocket revision was performed, replaced pump segment of catheter. Easily aspirated after revision. The issue was resolved at the time of the report.